Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 187 mg/dl at the time of the incident. The customer was given manual injections and intravenous fluids to treat. The customer experienced symptoms such as dehydration. The customer was wearing the insulin pump during the incident. The customer stated the pump was under delivering. Troubleshooting was not completed as the customer declined. The customer also had a low of 32 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No under delivery anomaly noted during testing. Device was received with cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).